Event description:
The pt reported lower blood glucose readings with test strip, lot 16187b. On an unk date within the last month, the pt obtained a fasting blood glucose reading of 160 mg/dl (test performed at approx 9:00 am). At approx 10:00 am that same day the pt went to a laboratory to have a routine venous blood glucose sample drawn. The pt did not eat before the laboratory venous blood glucose sample was drawn. At approx 4:00 pm that same day, the pt obtained a blood glucose reading of 274 mg/dl. Approx five days after the venous blood glucose sample was drawn, the pt's physician informed him that his laboratory venous blood glucose test result was over 500 mg/dl. (Pt could not remember specific result). He stated that the desiccant is in the test strips bottle. He stated that the meter was set to the aappropriate code when all tests were performed. The pt was unwilling to perform a normal control solution test or a check strip test with the representative.